Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or the handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported the event occurred during preparation for use in an unspecified procedure.

Event description:
The customer reported the forceps elevator movement was difficult while using the forceps. There was no patient or user injury reported due to the event. The device was returned to (B)(6) for evaluation. Upon inspection and testing of the returned device, it was observed that there was a gap between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found during evaluation of the device (gap in acoustic lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (forceps elevator movement difficult) was confirmed and found to be caused by damaged forceps elevator. In addition to gap in acoustic lens, service found the up/down knob could not be locked securely due to worn lock engagement lever, the up/down knob was not moving smoothly due to damaged angle shaft, the bending section cover was pinched, the connecting tube was deformed, and the universal cord was deformed. There was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. In the ccd (charge-coupled device) unit, the position of the ccd cable had a limited length for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.